Manufacturer narrative:
Findings: pump received missing segment/partial display due to cracked bleeding lcd. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case, broken belt clip slot, detached end cap and cracked battery tube threads.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on the keypad of their insulin pump. The customer reports a partial screen on the device. The customer's blood glucose level was 98 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.